Manufacturer narrative:
Per the user guide: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent auto-off safety alarms occurred. Customer confirmed there was no interaction with the pump prior to the alarm. Customer could not recall blood glucose. After discussing the alarm with a healthcare provider, customer turned off the auto-off safety alarm.